Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case #: (B)(4).case subject: npi error code 353.7200 on 8110 unit. Account name: (B)(6).account #: (B)(6). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g. Asset location: (B)(6). Case description: tech called in for help on 8110 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech needed help on error code 353.7200 on syringe unit which has to do with the linear sensor has to be replace confirm part # for sensor. (B)(4).